Event description:
It was reported when using the bd vacutainer® edta 2k luer lock reported that when connecting a vacutainer to luer the blood does not flow. The following information was provided by the initial reporter. The customer stated: "it was reported that when connecting a vacutainer to luer the blood does not flow."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured.

Event description:
It was reported when using the bd vacutainer® edta 2k luer lock reported that when connecting a vacutainer to luer the blood does not flow. The following information was provided by the initial reporter. The customer stated: "it was reported that when connecting a vacutainer to luer the blood does not flow."

Manufacturer narrative:
H.6. Investigation summary : bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.